Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, nicks striated and creases. A weight test of the device was completed and the device was within specification. Voids in the gel were observed after autoclave disinfection process . A microscopic analysis was performed which identified nicks striated. Based on the device analysis the final assessment is nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.